Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. The insulin pump also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case at the reservoir tube window corner, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was trying to get some insulin by putting the amount of food she had when she received the alarm. The customer's blood glucose was 181 mg/dl. The customer stated that the keys would not stop moving, and the number kept running on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.